Event description:
During removal of the probe from the pedicle for a dlif at l5-s1, the tip of the probe broke off in the pedicle. The surgeon noted hard bone and believed there was a greater risk in removing the broken tip versus leaving it in the pedicle. Surgeon inserted a screw near the broken tip and placed the rest of the screws and rods to complete the procedure.

Manufacturer narrative:
Additional info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.